Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. This hypoglycemic event followed a usual for me meal announcement dose. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes and device data, the ilet operated as intended. This hypoglycemic event was likely caused by overestimating the carbohydrates in their meal and choosing a meal size that was too large, resulting in an excess of insulin relative to their need.

Event description:
On 6/28/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on 6/27/24. The user's caregiver contacted the cds and detailed that the user experienced lows starting around 8:00 pm, reaching 40 mg/dl via fingerstick. Despite consuming a banana and four glucose tablets, the bg dropped to 28 mg/dl by 9:30 pm. The user became weak and unresponsive, prompting the caregiver to call 911. Ems arrived, provided intravenous glucose, and stayed for 1.5 hours. The user was not transported to the hospital and will revert to backup therapy. Immediate health effects included shaking, sweating, confusion and saliva coming from their mouth.